Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle pulled out of the hub, the following information was provided by the initial reporter: "bd needle "fell out" of hub in patient's arm." Needle safetyglide 25gx1in h1n1 (cardinal mat # bf305916) manufactured by bd, lot 3282711 (but not possibly limited to) safety needles a defect was reported. Defect reported: bd needle "fell out" of hub in patient's arm. Hi! Are we supposed to pull all lot #'s of the 1-inch safety needles or just the lot# 3282711.

Event description:
Material #: 305916 batch #: 3282711. It was reported by customer that the bd needle "fell out" of hub in patient's arm. Verbatim: rcc received a complaint via email. Email(s) attached. Needle safetyglide 25gx1in h1n1 (cardinal mat # bf305916) manufactured by bd, lot 3282711 (but not possibly limited to) safety needles a defect was reported. Defect reported: bd needle "fell out" of hub in patient's arm. Hi! Are we supposed to pull all lot #'s of the 1-inch safety needles or just the lot# 3282711.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.